Event description:
(B)(4). Constant pain in back, heels, arms/ plus burning feeling, headaches, joint pain, anxiety, panic attacks, rosacea, hair loss, muscle spasms, hip pain, pelvic pain, longer heavy menstrual with large blood clots, cramping, vision worse, memory issues, pa.

Event description:
#Medwatcher #followup1 #FDA mw5068428 #(B)(4). App did not let me finish typing.